Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to deliver current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code 1211 captures the reportable event of the snare failed to deliver energy. Visual evaluation of the returned device found that the device does not have any visible failure. Functional analysis showed that the device passed the retroflex test, it extends and retracts successfully. Electrical resistance testing was performed and resistance was measured at 9.8 ohms, within manufacturing specifications. Based on the information available and analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) captures the reportable event of the snare failed to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to deliver current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.